Event description:
It was reported that during the use of bd vacutainer® safety-lok¿ blood collection set, the luer tip leaked blood after removing the tube in (1) device. No patient or user impact reported.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 15-aug-2024. Investigation summary: bd received unopened nine (9) samples and one (1) video for investigation. The video was reviewed and the indicated failure mode for sleeve leakage was observed. Additionally, the customer samples along with 50 sets of retention samples from bd inventory, were evaluated by visual examination and functional testing with a holder and the issue of sleeve leakage was not observed. However, when the luer adapter of our retained sample was connected to a bd blood collection tube without a holder as an attempt to reproduce the provided issue seen in the video, the root of the rubber sleeve got overlapped with the hub thread causing the needle to pierce the rubber sleeve and the tip peeked through the sleeve. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of sleeve leakage. Bd determined that the root cause of the indicated failure mode was attributed to the product not connected to a holder. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
E1: (B)(6). The manufacturing location for this product is nipro. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during the use of bd vacutainer® safety-lok¿ blood collection set, the luer tip leaked blood after removing the tube in (1) device. No patient or user impact reported.